Event description:
Adhesive bandage pads large size, made by band aid johnson and johnson was put on my (B)(6) grandson for a surgical wound and when taken off took 1/2 hour to get off and took skin off and left bleeding area. Also happened around the same time last night prior to this. Another family member older (B)(6) old used them as well for a sore on leg, also pulled skin off of leg where adhesive was from this same band aid. Dates of use: (B)(6) 2016. Reason for use: to cover a surgical wound.